Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the DHR review revealed the finished device 158114010/ d20031705, was manufactured on 16-mar-2020. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performing total knee replacement could not get the below tibial insert to lock into the tibial tray. A second insert was opened and successfully locked in to the tibial base plate. The surgeon feels the locking tabs on the insert may have been substandard, stopping the locking mechanism. This occurred during surgery. Delay to surgery 6-7mins, patient outcome successful surgery, no harm was caused to the patient.